Event description:
It was reported that the pt underwent surgery that included implantation of prolene mesh in 2003. In late 2006, the pt experienced pain and discomfort and noted hematuria. She sought medical attention in early 2007, and was allegedly told that the prolene mesh was causing the symptoms and underwent unspecified "repair" surgery and removal of the prolene mesh. No additional info was provided at this time.

Manufacturer narrative:
Pain and hematuria occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.